Event description:
Additional information received by a foreign healthcare professional (hcp) via a manufacturer representative indicated that an empty pump alarm was not heard or seen in the logs, but it was also reported that there was no update on the reservoir volume either [please note this information is conflicting as it would be expected that if the reservoir volume wasn't update that an empty pump alarm would occur]. The manufacturer representative checked the samsung tablet and n-vision in the hospital for more data but could not find [more data]. The manufacturer representative could only see in the report of the pump that an appointment had to be taken before (B)(6) 2020. It was unknown if an alarm occurred. It was further reported that the neurosurgeon performed the catheter revision without refilling the pump, but on (B)(6) 2020, the neurologist thought that the pump had been refilled. The patient returned to the hospital on (B)(6) 2020; the pump was refill with 20ml, and the problem was resolved.

Manufacturer narrative:
B5: the initial MDR b5 description stated that the initial reporter was a "healthcare professional (hcp)". However, the initial reporter was a consumer. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign manufacturer representative. It was reported that the event occurred on (B)(6) 2020, and a manufacturer representative was present at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal baclofen at an unknown dose and concentration via an implantable pump. It was reported that the hcp forgot to refill the pump in the operating room following a catheter revision [note: catheter revision details captured in MFR report number 2182207-2020-00659]. The pump needed to be refilled because there was only a little bit of medication in the pump. The pump subsequently went empty. The patient experienced underdose and withdrawal symptoms; her status at this moment was not the same as before. The hcp refilled the pump, and the issue was resolved. The patient's status was alive - no injury. No [further troubleshooting was performed]. Information regarding the patient¿s age, weight, medical history, and other medications was unavailable.